Event description:
The customer reported being hospitalized for several days due to high blood glucose of 464 mg/dl. The customer stated that she noticed her glucose level was climbing; she began to get ill, and noticed the insulin pump's settings had been cleared. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. The customer also reported having bent cannulas and pain from time to time. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.